Manufacturer narrative:
(B)(4). The torque handle was not returned for evaluation since it was recalibrated to bring it back into specification during the regular recalibration process. However, data prior to the recalibration found that the torque was out of tolerance. The complaint is confirmed. The cause cannot be determined based on the available information. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a calibration check prior to recalibration during the regular recalibration process. There are no specific surgical procedures associated with this handle.